Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the 20 x 2.75 promus premier¿ stent was unable to cross the ostium of the left circumflex (lcx) due to a previously implanted non bsc stent in the left main coronary artery (lmca) to the left anterior descending artery (lad). Resistance was encountered and the proximal end of the stent could not track the curve of the lcx.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts on the first & second rows at the proximal end of the crimped stent were damaged, distorted distally. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a kink in the hypotube shaft distal to the distal edge of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately calcified and moderately tortuous mid left anterior descending (lad) artery. The 20 x 2.75 promus premier drug eluting stent was advanced to treat the lesion, however, the device was unable to cross the lesion. The physician then removed the device and when checked outside the patient it was noted that the edge of the stent was lifted. The procedure was completed with a non bsc drug eluting stent. No patient complications were reported and patient's status was good. It was further reported that the 20 x 2.75 promus premier stent was unable to cross the ostium of the left circumflex (lcx) due to a previously implanted non bsc stent in the left main coronary artery (lmca) to the left anterior descending artery (lad). Resistance was encountered and the proximal end of the stent could not track the curve of the lcx.

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately calcified and moderately tortuous mid left anterior descending (lad) artery. The 20 x 2.75 promus premier¿ drug eluting stent was advanced to treat the lesion, however, the device was unable to cross the lesion. The physician then removed the device and when checked outside the patient it was noted that the edge of the stent was lifted. The procedure was completed with a non bsc drug eluting stent. No patient complications were reported and patient's status was good.